Event description:
A facility reported an odor emitting from their sterrad 200. A healthcare worker (hcw) reported symptoms of headache when working with or near the sterrad 200. The hcw did not seek medical attention or receive any medical treatment. The unit was turned off and an asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated 11/30/2012. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2012-00150 and 2084725-2012-00151.

Manufacturer narrative:
Root cause identified in CAPA was found to be premature failure/saturated oil mist filter or vacuum pump oil asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, health hazard evaluation, system hazard and user misuse analysis, and CAPA. The DHR (device history record) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The service history for this unit for the past 6 months from the complaint open date (06/29/2012 to 12/26/12) did not reveal a significant trend for this same issue. The trend of the product malfunction code odor/smells was completed from march 2012 through february 2013 and revealed a significant trend which was addressed through CAPA. The trending for problem code ¿human reaction¿ (march 2012 ¿ february 2013) revealed the risk is considered broadly acceptable. The fmea (failure mode and effects analysis) revealed the risk priority number for this failure mode is 128 which is greater than the acceptable limit. A CAPA was opened to address this issue. The hhe (health hazard evaluation) was reviewed for the risk of odor and smell exposure. The severity and occurrence for the general population were limited (transient, minor impairment, no medical treatment required) and the product problem has been known to result in the identified harm, but only occasionally and/or under unusual circumstances. The shuma (system hazard and user misuse analysis) determined the risk is as low as reasonably practical for exposure to odor or odorants. The CAPA (corrective and preventative action) identified the root cause for the odor/smells issue as: premature failure of the used and saturated sterrad® 200 oil mist filter caused oil vapor emissions that exacerbated the odor/smell complaints reported for the sterrad® 200 system. A less oxidatively stable vacuum pump oil caused the odor/smells for the sterrad® 200 system. The asp field service engineer performed a preventative maintenance (pm2 - which includes the replacement of oil mist filter, catalytic converter, and vacuum pump oil), and the unit was left in working order. No parts were returned for further evaluation. Asp will continue to track and trend this issue.

Manufacturer narrative:
Ni